Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, an issue with the generator with reported error codes c-33 and c-00 appeared on the generator. The caller stated that the generator had already been rebooted several times but the error persisted. Technical service engineer (tse) confirmed the error in the system logs. The caller indicated that surgery could still be started; however these error codes tended to recur. The procedure was completing with no reported injury.